Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported via a health care provider (hcp) that she once had a convulsion. It stopped when the patient's husband turned the implantable neurostimulator (ins) off and back on. The patient once heard a meditation frequency on youtube, 711hz, and the ins got warmer and started to use more battery. The patient had never fainted before, but it started to happen every now and then. The ins also gets hot on warm days. It was reported ten days later that after implant of the devices the patient got about 80% better, and she reduced the medication to almost zero. The device was implanted for juvenile parkinson's disease. In (B)(6) 2013 the patient was in a very happy day, when feeling under the weather, started salivating a lot; she didn't lose her senses but could not answer. The patient's family member took her to the hospital. The patient's husband took the controller and turned the device off, which was the first time he did that, then she started to get better. As soon as the patient was back to being fine, they turned the device on again. From that day, the patient wasn't sure if because of that or not, the thing is she had a regression and started getting worse. The fact was that the patient's doctor thought it was because of her parkinson's disease case is atypical and thinking it's because of the progression of the disease and not because of this episode. Soon after that, the patient's husband called her doctor and he said he didn't have to take her to the hospital, since she had an appointment the same week. The doctor said it was not a convulsion and the patient hasn't had another episode like that. After that, in the beginning of 2014, more precisely in the summer ((B)(6)), the patient started feeling uncomfortable in the head where the wires were located; it was like poking and she felt the spot getting very warm. The patient's doctor orientated her that if anything happened she could turn the device off for a few minutes and back on. It was what the patient started doing anytime something got warm. It happened a few times, turning it off and back on solved, because after ten minutes off the pain would stop. Afterwards those episodes stopped happening and today the patient rarely feel that kind of pain, so it was not necessary to turn the device off. In regards to the fainting, it started about two months ago and there were two episodes. The patient thought it was more related to the fact that she was very nervous, but her husband turned it off and back on a few minutes later; she didn't feel it helped at all. The patient wasn't feeling good on (B)(6) 2015. The frequency on the left was 2,10; right 4,85. It was noted that the patient's first surgery was in (B)(6) 2013, it was the right side; then in (B)(6) it was the left side only because of the hospital bureaucracy. If additional information is received, a follow up report will be sent.